Manufacturer narrative:
Follow-up #2 date of submission 10/05/2016-device evaluation: the cartridge has been returned and evaluated by product analysis on 09/10/2016 with the following findings: evaluation revealed no por's observed in bb history. Moisture observed under display lens, and battery compartment. Cracks were found in battery compartment from threads to left of grip pad, and below grip pad to case seal. A leak test failed due battery compartment leak. The pump was unable to complete 24 hrs. Duration test. Opened pump, moisture found on cgm board, display flex connector, pcb.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the subject pump had intermittent power. The reporter claimed that the battery compartment was cracked and there was moisture/corrosion in the compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.